Manufacturer narrative:
(B)(4). The affected components of the complaint iw980jeu infant warmer are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported that an iw980jeu baby control wall mount infant warmer displayed an error code, and had a discoloured upper and lower head harness connector. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The affected components of the complaint iw980jeu baby control wall mount infant warmer were returned to fph (B)(4) for inspection. Visual inspections of the returned components confirmed the information provided in the follow up report sent to FDA on (B)(4) 2011. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm such as error code will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The affected iw unit is more than 7 years old at the time of the incident. No patient consequence was reported as a result of the incident. The infant warmer was returned into hospital service after the affected components were replaced, and the iw unit passed both electrical and performance tests.

Event description:
A hospital in (B)(6) reported that an iw980jeu baby control wall mount infant warmer displayed an error code, and had a discoloured upper and lower head harness connector. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the reported discoloured upper and lower harness connector of the iw980jeu baby control wall mount infant warmer has not been returned to fph (B)(4) for inspection. Our analysis is based on the information and photographs provided by the hospital, and results of previous investigations of similar complaints. Results: the photographs provided by the hospital showed that the housing connector of the infant warmer unit was discoloured. Conclusion: the upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. The harness delivers electrical power to the heating element, the examination light, and connects the thermal cut-out that is fitted in the infant warmer head unit. It is possible that the housing connectors of the iw unit had a poor connection, causing the reported discolouration. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm such as error code will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A hospital in (B)(6) reported that an iw980jeu baby control wall mount infant warmer displayed an error code, and had a discoloured upper and lower head harness connector. This was noticed before patient use. No patient consequence was reported.